Event description:
Inappropriate shock due to noise oversensing was reported. Additionally, explanations were requested regarding the display of the ventricular markers during this episode. Preliminary analysis of the episode confirmed that one inappropriate shock was delivered because of external interferences oversensing. Patient care recommendations were provided. According to preliminary analysis results, ventricular markers display was complaint with specifications.

Manufacturer narrative:
On (B)(4) 2013, this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.